Manufacturer narrative:
According to the facility, on (B)(6) 2026, during tracheal shave, the patient received a burn from the guarded needle tip bovie from the surgical pack. Burn occurred from the shaft portion of tip. The insulated portion of the electrode "melted" and caused a burn about 3mm in size to the patient. The burn was excised with a blade during the procedure. Facility reports patient was discharged on 1/30. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2026, during tracheal shave, the patient received a burn from the guarded needle tip bovie from the surgical pack.